Event description:
It was reported the customer had damage to their insulin pump. Customer reported their dog chewed on the insulin pump. The customer's insulin pump was destroyed. Customer's blood glucose was unknown. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Pump was received with dog chew marks on reservoir tube lip and end cap area. Unit had missing end cap, missing motor, missing keypad overlay, missing address/serial number label and cracked and bleeding lcd glass.